Manufacturer narrative:
B3 revised date of event as it was reported incorrectly on the initial report that was submitted. D3 added manufacturer fax number as it was omitted from the initial report that was submitted. E1 added initial reporter city , state, phone number, zip code and zip code extension as they were omitted from the initial report that was submitted. H6 added b13 as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Major bleed/asae: clinical details reported blood oozing from multiple sites. The patient's activated clotting time was not provided. The product was not returned for investigation. The cause of the bleeding was most likely related to patient condition because it occurred at multiple access sites. Pump suction: clinical details reported suction occurring but stated that it was likely volume related and albumin was given. The product was not returned. Data log review confirmed suction events during the case. In the time leading up to suction, placement signal is trending down. Placement signal slightly recovers after this drop, which aligns with clinical reporting albumin was given in response to suction. Suction occurred later in the case as well, and placement signal is seen trending down again from approximately 100 to approximately 30 mmhg leading up to the suction. The cause of the suction was most likely related to the patient's condition, as placement signal is trending down before suction is triggered, and clinical reported giving albumin to resolve the issue. Device history review: the pump passed all post sterile inspection criteria.

Event description:
The complainant had a impella cp escalated to the impella 5.5 pump. The 5.5 pump was supporting the patient bridging to transplant. During the lengthy support there was suction treated with albumin and fluids. Additionally there was bleeding from multiple sites that prompted anticoagulation to hold and units of blood to be delivered. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.